Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during papillary dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon ruptured while being inflated. The procedure was completed with a non-bsc balloon device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during papillary dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon ruptured while being inflated. The procedure was completed with a non-bsc balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code a0402 captures the event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the catheter of device had no damages. Microscopic inspection found that the balloon was torn longitudinally. Based on the available information, it is possible that factors encountered during the procedure, the interaction with the scope or any sharp could create friction on the balloon, causing the balloon to torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.